Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a leak could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, continuous air aspiration was observed after vascular insertion was performed according to the standard procedure. The sheath was replaced at the same puncture site, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath.